Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1520109 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2015 at approximately 4:00 pm customer was feeling "weak" and was "urinating a lot", but when she attempted to perform a test with her adc blood glucose meter she received an ER-3 message on the display instead of a result. Because of the error message she did not know how much insulin to take. At approximately 6:00 pm customer was rushed to a local healthcare facility, where she was diagnosed with hyperglycemia and treated with 10 units of insulin. No further treatment was required. There was no report of death or permanent injury associated with this event.